Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. From (B)(6) 2015 through (B)(6) 2016 the max rv capture threshold measured between 2.25-2.5 v and was consistently at 2.5v. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Beginning (B)(6) 2015, there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and a high number of short v-v intervals measured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.